Event description:
Customer reports a result of lo displayed on the active system prior to dosing the test strip (undosed result). No low blood symptoms reported. The customer did not provide the location where the discrepant result was obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.